Event description:
During a thoracoscopy two ez45g instruments jammed in attempt to fire the instruments. The first instrument was fired three times and jammed on the fourth firing. The second instrument in the first firing, after closing the tissue into the jaws, the instrument jammed. A third instrument was used to complete the case.